Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-04 - rs glenoid plate post aug, 8 deg, right (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +(B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right shoulder implanted, underwent a revision procedure approximately 9 months post the initial procedure. The patient was revised due to infection. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded by the customer. No further information.